Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported device entanglement occurred. The 24 x 2.75 promus premier drug eluting stent was selected for use. However, the stent was difficult to advance and became entangled with the guidewire. There were no patient complications reported and the patient condition following the procedure was stable.